Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation that there was foreign material in the auxiliary jet channel of the videoscope . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.